Event description:
Right knee pain [arthralgia]. Right knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 06-may-2008 from a physician regarding a (B) (6) female pt, (B) (6). The pt had a medical history of moderate osteoarthritis for four years with prior effusion, joint narrowing, and osteophytes. The pt was previously treated with nsaids. The pt received synvisc injections in her right knee on (B) (6) 2008 and (B) (6) 2008. The pt experienced pain and swelling in the right knee which began after (B) (6) 2007 and did not resolve by the third injection. On (B) (6) 2007, the effusion was aspirated and the pt received antiinflammatories. On (B) (6) 2007, the knee was aspirated again and the pt received a cortisone injection. The physician assessed the relationship of the right knee pain and swelling as probably related to synvisc. As of the date of receipt of this report, the pt had not yet recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.